Event description:
The patient experienced a loss of therapeutic effect following a fall. The patient was seen in clinic. The unipolar impedance between the case and electrode 0 was greater than 2000 ohms. Additional information has been requested. A follow-up report will be submitted if additional information becomes available. Reference MFR. Report # 300420917820095055.

Manufacturer narrative:
(B) (4).